Event description:
The service report shows the ventilator failed to deliver the set fi02 of 0.5, and would only deliver .21. Customer further reported that audible alarms were active. The nellcor puritan-bennett customer support engineer (npb cse) verified alarms were functional, but could not reproduce the reported problem. Customer reported a flow restrictor had inadvertently been installed by the ventilator provider (rental company). During this period, the unstable pt to whom the ventilator was attached experienced full cardiac arrest and was successfully resuscitated with no apparent sequelae. The unit passed extended self testing. No parts were replaced. Investigation performed by npb indicates that the rental provider tested the ventilator with a different hose assembly than what was delivered to the hospital. Further, the hospital did not perform pre-patient function tests prior to attaching the pt to the ventilator. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.